Event description:
Patient has reported right side pain and accumulation of fluid. Patient representative later reported the patient was diagnosed with late seroma, right side device rupture and "bland cysts"- not device related, the patient is also "worried about long-term health consequences due to device recall". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a.

Event description:
Patient has reported pain and accumulation of fluid. This relates to the right side. Device remains implanted. Patient representative later reported "patient was diagnosed with late seroma, right side device rupture and bilateral "bland cysts" by ultrasound. Patient is also worried about long-term health consequences due to device recall".

Event description:
Patient has reported right side "pain and accumulation of fluid." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain.